Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri58 lead, unknown implant date. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and sensing integrity counter (sic). It was also noted that the right atrial (ra) lead was experiencing a rise in impedance. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.